Manufacturer narrative:
D10. Concomitant products: 030456, 030456 endo gia r/or 45 4.8mm x6, (lot number: t0f138x). Egia45ctavm, egia45ctavm egia45 curved vas med sulu, (lot number: n2h0455y). Sigphandle, sig power sigphandle handle, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lung resection, the first reload was difficult to fire. The other reload was noted to have a jaw that did not completely close. There was no patient injury.